Event description:
The patient had their vns explanted as every time stimulation was activated it caused bradycardia. The explanted products were received but product analysis is still underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed for the returned generator and lead. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. One set of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.